Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that the coil was difficult to remove and was snared. A 5mm x 15cm interlock coil was selected for use. During the procedure, it was noted that the coil was detached inside the renegade stc catheter and was unable to be removed from inside the patient. The coil was removed with a snare. No further complications were reported and the patient was stable post procedure.